Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Could not lock the screw in plate hole. The patient had a distal radius fracture, and during the surgery with va-tcp, the doctor drilled the radius side under the fixation mode, but he noticed the necessity of the angle for the screw, he drilled again obliquely. He measured the distance and intended to insert the screw, but he could not lock the screw into the plate hole. After trying, he could not put the screw in the hole of the plate and the operation completed. This is 1 of 1 report for event # (B)(4).